Event description:
It was reported that the craniotome "was not working and the tip was damaged." It is unknown if the device was used in surgery. The reporter stated that there was no delay in surgery reported. It is unknown if there was any patient harm, adverse outcome or injury. It was unknown if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. The customer's complaint was confirmed. A visual assessment was performed which substantiated the complaint. This is due to improper use and handling. Should additional information become available, a supplemental medwatch report will be sent accordingly.